Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient has been unable to satisfactory work his inflatable penile prosthesis (ipp) due to pain. The patient presented with some signs of infection, the urologist is not sure the cause of the infection but stated that the cylinders are poorly positioned. A surgery to reposition or remove the cylinders was booked for (B)(6) 2021. It was further reported that a surgical procedure was performed and no physical signs of infection were observed. The patient underwent a flexible cystoscopy and it became apparent that the artificial urinary sphincter (aus) cuff eroded the urethra. The erosion was treated as an infection. Intravenous antibiotics were administrated prior and during procedure and all aus and ipp components were removed. Oral antibiotics were administered for post surgery. The patient is expected to fully recover.

Event description:
It was reported that the patient has been unable to satisfactory work his inflatable penile prosthesis (ipp) due to pain. The patient presented with some signs of infection, the urologist is not sure about the cause of the infection but stated that the cylinders are poorly positioned. A surgical procedure was performed and no physical signs of infection were observed. The patient underwent a flexible cystoscopy and it became apparent that the artificial urinary sphincter (aus) cuff eroded the urethra. The erosion was treated as an infection. Intravenous antibiotics were administrated prior and during procedure and all aus and ipp components were removed. Oral antibiotics were administered for post surgery. The patient is expected to fully recover.

Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and the reported malposition of the dev ice could not be confirmed. The reported patient symptoms of infection and pain are known risks associated with ipp procedures and are noted as such in the ams 700 instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot# number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptoms of infection and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.